Manufacturer narrative:
On 7/12/2019, the mentor failure analysis lab has received the device for evaluation. On 7/23/2019, the product investigation was completed. Device investigation summary: during evaluation of the device some creases were observed on the anterior and extending to the posterior aspect also shell abrasion was observed on the anterior aspect. Leak testing revealed a tear on the anterior aspect measuring approximately 0.3 cm within the shell abrasion and crease . No other anomalies were observed. Shell abrasion suggesting in-vivo folding or creasing of the device. A crease/fold failure may be the result of the continuous and sustained stresses to the device. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation . Concomitant products: 500cc mentor smooth round moderate plus profile saline catalog: 3502500, lot: 5903101, sn: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient who underwent primary breast augmentation with a 325cc mentor smooth round moderate profile saline breast prosthesis on the left side, suffered deflation post-operatively. As a result, the patient underwent removal on (B)(6) 2019.